Event description:
It was reported that the footswitch did not work anymore and was not recognized by the device. The procedure was not performed due to this event; however, it was indicated that the patient was not involved at the time of the event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the footswitch did not work anymore and was not recognized by the device. The procedure was not performed due to this event; however, it was indicated that the patient was not involved at the time of the event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
With all the available information, boston scientific confirmed the clinical observations that the footswitch was not recognized by the device and, therefore, was not operating as expected. The console footswitch was not returned for analysis. The stonelight console series of lasers reached end of life (eol) status in 2018; therefore, repair parts are limited. The customer was informed that the device had reached eol and decided to retire this unit from service; they requested a quotation for a replacement laser console. The review of the device history record confirmed that the console met specification prior to release. A review of the service history record found that the most recent console inspection was performed on 19 january 2019; the inspection found no issues and a new footswitch was installed in march 2020. Based on the information available, analysis determined that the footswitch operating differently than expected caused by an electrical failure between the console and the footswitch.